Event description:
It was reported that the device battery voltage was at 2.61 volts for six weeks and the device did not display that recommended replacement time (rrt) was met. It was noted that the rrt voltage trigger point was 2.63 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action and returned product testing found the device did not perform as described in the field action. Concomitant products: 4196 implantable pacing lead, (B)(6) 2009; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).